Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc device on (B)(6) 2019. The patient developed myelopathy and it was found that the implant had migrated and patient was experiencing osteolysis. The implant was removed on (B)(6) 2026. The removal surgeon does not believe the myelopathy is caused by the device. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was not returned following the removal surgery therefore no device evaluation can be completed. Additionally, no imaging was provided for the complaint. There were no anomalies identified during the complaint investigation. The removal was due to implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (42yo, female) was implanted with a pdc device on (B)(6) 2019. The patient developed myelopathy and it was found that the implant had migrated and patient was experiencing osteolysis. The implant was removed on (B)(6) 2026. The removal surgeon does not believe the myelopathy is caused by the device.